Event description:
This is an (B)(6) female patient with a history of rectal cancer and on palliative 5-fu and leucovorin, and bevacizumab after progressing through folfox. During vna's visit to the patient's house to disconnect her continuous infusion 5fu pump, the medication bag was full as if none of the medication had infused. We contacted the manufacturer on (B)(6) 2015. On (B)(6) 2015, they reported us back: "the appropriate repairs were completed. The bent spring lock that caused the stated problem was replaced. The device passed all functional and delivery testing to include recertification".